Event description:
The customer reported a leak from the probe wash of their lh500 instrument. The customer was running "5c" controls when the leak was noticed. The volume of the leak was approximately 0.5 cc and was contained within the instrument. No erroneous results were generated for this event

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse was dispatched and confirmed the probe was leaking and the rinse block was not coming all the way down. The fse adjusted the rinse block to come down to the bottom. The repairs were verified per established procedures. (B)(4).